Event description:
The orthadapt bioimplant was explanted approx seven months post rotator cuff repair; the reason for explant was not provided to the MFR. At the time of explant, the physician indicated only two sutures were still attached to the graft.

Manufacturer narrative:
Additional info regarding the event was not provided by the physician; thus, the cause of the event cannot be determined. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.